Event description:
The customer observed a false positive architect b-hcg result generated on an architect i1000sr analyzer for a 32-year-old female patient. On (B)(6) 2026, sid (B)(6) initial result = 3047 iu/ml. The same sample was repeated on (B)(6) 2026 and the repeat result was negative. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been provided.